Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "recalled implants".

Event description:
Healthcare professional reported right side exchange from textured to smooth. The device has been replaced and discarded.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: yellow particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported right side exchange from textured to smooth. The device has been replaced and discarded.